Event description:
A report was received that the patient was experiencing pain at the pocket site. The physician could not figure out what was causing the pain. The patient underwent an explant procedure. No device malfunction was suspected. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
(B)(4). Concomitant medical products: model #: sc-8336-70, serial #: (B)(4), description: coveredge 32, 70 cm 4x8 surgical lead. Model #: sc-4316, lot #: 17279172, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain at the pocket site. The physician could not figure out what was causing the pain. The patient underwent an explant procedure. No device malfunction was suspected. The patient was reportedly doing well postoperatively.